Event description:
It was reported that the guidewire got stuck during insertion. As a result, a new intra-aortic balloon (iab) was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab swg insertion difficulty is confirmed. The returned intra-aortic balloon catheter (iabc) central lumen was found with numerous kinks and a guidewire could not pass successfully through the central lumen during functional testing. The root cause of the kinks is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire got stuck during insertion. As a result, a new intra-aortic balloon (iab) was used. There was no report of patient complications, serious injury or death.